Manufacturer narrative:
(B) (4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient was explanted (B) (6), 2010 due to a recurring skin flap infection. Information on reimplantation was not provided at the time this report.